Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 1627487-2021-12794. It was reported that patient experienced a trauma resulting in lead migration issue. Patient experienced ineffective therapy due to the lead migration. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.